Manufacturer narrative:
There is no way to know whether this device was manufactured by a & I industries ltd since there was no model number provided and the device was not returned for eval.

Event description:
Per importer's MDR: it was reported the clothing guards on the unk manual wheelchair have broken. As a result, the user has cuts on both her hands.